Event description:
Additional information received noted that the patient was followed in clinic. No was no allegation of malfunction and no changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented in a non-clinical environment. Paitent's wife reported that the patient was symptomatic of arrythmia and dizziness due to potential pacemaker capture anomaly. No interventions were performed. The patient's condition was unknown.